Event description:
The pt had severe angulation at the time of implant. A persistent proximal type I endoleak required a reintervention using a palmaz bare-metal stent. A completion angiogram revealed successful deployment and that the endoleak was resolved. The pt status after the procedure was good.